Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided images identified damage on the inferior side of the articular surface related to extraction process. The tibial plate also shows damage most likely related to extraction. Medical records were also reviewed that identified patient underwent revision due to disassociation of the art surface from the tibial plate. Patient information does indicate that the patient is clinically obese. Review of the device history records identified no deviations or anomalies during manufacturing. Per package insert, dislocation and/or joint instability is a known adverse effect of the system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 00596203210, articular surface, lot # 63694401. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03787.

Event description:
It was reported that approximately 1 year post implantation, the patient was revised due to disassociation of the tibial poly insert from the metal tibial tray. Attempts have been made and no further information has been provided.